Event description:
The customer reported the table shut down then failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was replaced. The system was then found to be operating as intended.